Event description:
The end user suffered a burn on her back after placing a frozen cold pack on it.

Manufacturer narrative:
After working out at a gym, the end user placed a frozen cold pack directly on the skin of her sore back for 10 minutes. She states she experienced a tingling feeling where the pack had been placed and then a burning sensation developed. She sought treatment in the emergency room. She was diagnosed with a second degree burn and underwent a debridement of the area. The end user states the contents of the cold pack may have also leaked on her skin. The sample was not retained for evaluation and the lot number is not known. Prior to the incident, the cold pack had been stored in freezer by the end user and her roommate for the future use. This is a single use instant cold pack. The labeling specifically states it should be wrapped in a cloth prior to use and not placed directly on the skin. It also states it should not be refrigerated or frozen. We have determined the most likely root cause for this incident to be user error.